Manufacturer narrative:
(B)(4). Eval, results: (graft occlusion). Results and conclusion: (moderate tortuosity and mild calcification).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx one month ago. The aneurysm diameter is unk. The vessel morphology was reported as there was moderated tortuosity and mild calcification. It was reported that the pt was seen approx one month post stent graft implant with occlusion of the ipsilateral iliac limb. The pt is currently being treated with medication. No add'l clinical sequelae were reported, and the pt is fine.